Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device had component damage / break was not confirmed. Therefore, an assignable root cause was not determined. An assessment was performed, and it was found that the device failed visual inspection due to trigger screw loose. The device was visually and functionally assessed and determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose consistent with normal wear. The impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. Therefore, the reported condition that the trigger was loose was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during an unidentified surgical procedure it was observed that the impactor device had fallen apart, and the handpiece and the latch was getting caught and was popping uncontrollably. It was noted that the device separated at the area behind the trigger, kind of where the silver and black part of the gun meet. It was almost as if the gun was too powerful and separated the pieces. During in-house engineering evaluation it was determined that the device would operate unintendedly due to the rear housings being separated from the mid-plate apart and the trigger loose. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.